Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/25/98 at a retail vendor. She sought medical treatment on 9/4/98 for infection at the ear piercing sight and was treated with oral and intravenous antibiotics.